Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/06/2019.

Event description:
The customer reported the unit kept alarming disconnect. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The field service engineer performed troubleshooting with the customer, checked all that might have caused the reported problem. The fse also advised the customer to perform performance verification test (pvt) to attempt to duplicate the issue.

Manufacturer narrative:
G4: 23jan2020. B4: (B)(6). The field service engineer (fse) also advised the customer to connect the patient circuit to the unit and run on a test lung, with the test lung leak running about 4 liters per minute. Also to check with the clinician if there was any issues that could have caused the leak. The fse also reported, customer has not returned call for further troubleshooting nor have they responded to follow up attempts. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24jan2020. B4: (B)(6). No repair information obtain after numerous attempts were made. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.